Event description:
It was reported that the mojave interbody inserter is worn. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported.

Manufacturer narrative:
H6 coding has been updated to reflect device evaluation and investigation conclusion.

Event description:
It was reported that the mojave interbody inserter is worn. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported.